Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 729mg/dl. The customer stated that she was running high and treated with a manual injection and started to vomit. Troubleshooting was performed, and the drive support cap appears to be normal. Instructed the customer to run a manual prime test and the insulin did exit. Time and date were incorrect. Assisted with correcting them. However, the customer was unsure if the basal rates were correct, and the bolus wizard settings were unknown. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.